Event description:
The customer states prn adapter unscrewed during/after infusion and pt bled out through loosened/open adapter.

Manufacturer narrative:
The sample is not available for the investigation. If additional info is received, a supplemental report will be submitted. Without a lot number, we are unable to review the device history. (B) (4). (B) (4).